Event description:
Several yrs ago pt had an elbow joint prothesis for rheumatoid arthritis. Prosthesis became loose from bone with resultant pain. Replaced with another prosthesis. Brand or MFR of original prosthesis is unknown.